Event description:
It was reported that there was an implant fracture after bone fusion. Ten months after the surgery the implant broke. The surgeon will remove the implant to appease the pt.

Manufacturer narrative:
X-ray inspection confirmed fusion occurred. Breakage asymptomatic for the pt according to the surgeon. Pt suffers of arthritis. Implant removal not necessary but surgeon took the decision to remove to appease the pt. The root cause of the breakage is unk. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/ (B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.